Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the centrifugal module local control display went bad when preparing the system. The system-1 was rebooted and they checked all connections to the centrifugal module and the problem persisted. The centrifugal module can be operated from the central control monitor (ccm). As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the pt.

Manufacturer narrative:
The reported complaint was confirmed by the field service representative (fsr). The fsr replaced the small display assembly and returned the suspect part to the manufacturer for further analysis. The unit worked fine after replacing the display assembly as confirmed by the fsr. The product surveillance technician (pst) could not duplicate the complaint. He connected graphics display assembly to lab use only (luo) pump pod test fixture and powered on. The pst opened perfusion screen and assigned luo pump. He started luo pump in forward direction and observed graphics display assembly to function normally. He performed connector agitation testing, observed graphics display assembly to function normally. He tested graphics display assembly overnight and observed normal display operation the following morning. He powered off luo pump pod test fixture and disconnected graphics display assembly. He moved graphics display assembly to cold chamber at 10°c for 1.5 hours. He reconnected graphics display assembly to luo pump pod test fixture and powered on. He tested graphics display assembly for an additional 6 hours and observed normal display operation. He powered off pump pod test fixture. He disassembled graphics display assembly and inspected graphics display assembly connectors, components and solder joints; no anomalies were found. The pst compared q210 transistor values with luo q210 transistor utilizing luo digital multimeter and found no differences. He reassembled graphics display assembly and tested for an additional 2 hours; normal display operation was observed. No additional action will be taken at this time.